Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set leaked. Furthermore, the leak was observed at the "end of the line where you screw it onto the port end" and it appeared to be just below the male connector part and either above that bit on the thicker hard part or where the hard part connects to the soft tubing." The leak was not visible but liquid was noted. This issue was identified during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.